Event description:
Physician was attempting to use a closurefast cf7-3-60 to treat a patient. The preparation of the catheter, use of the device, and post-usage procedures was performed in accordance with the package insert and the user manual. The catheter lumen was flushed prior to use. The guidewire was used during catheter insertion and placement. The temperature at the time of heat generation increased to the set temperature. It was reported, for one lesion, two punctures were made to treat it, and after cauterizing the area near the groin, the catheter was removed from the body, whereupon it was discovered that the metal coil had become kinked. As the kinked part had also become scorched, it was decided to refrain from further use and to replace the catheter. It is unclear whether the catheter was already kinked at the time it was removed. Another catheter was opened and used to complete the procedure. No additional treatment was required. No injury to the patient as a result of the issue/scorched catheter. Compression was being applied when the issue occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis one image was received from the account. The image shows the heating element/ coil of a closurefast device which appears to have a slightly scorched area and is bent at that position. While the image is consistent with the reported event no catheter identifiers are visible to establish that the device is related to this issue medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.